Event description:
It was reported the epg (external pulse generator) has broken casing. The epg was returned for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the side bail covers, ring cover and battery drawer were broken, the battery release, lead flex cover, keyboard and knobs were contaminated, one side bail was bent, one side bail and ring were missing and the battery contacts were compressed.